Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass (cpb) procedure, the battery capacity indicator light on the central control monitor (ccm) occasionally flickered red. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.

Manufacturer narrative:
Per the perfusionist, the battery indicator light going red was an intermittent issue that had been occurring for a while, but the heart lung machine (hlm) still functioned normally.

Manufacturer narrative:
The reported complaint was confirmed. Multiple diligence attempts for part return were unsuccessful, therefore further device evaluation and root cause analysis could not be performed. Per the manufacturer's subsidiary, the power manager was replaced. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.